Event description:
The customer used the suspect device to check their blood glucose and obtained a reading of 297 mg/dl. Their family member rechecked and obtained a result of 225 mg/dl. They kept repeating themselves and their family member called the paramedics. When the emts arrived their meter = 35 mg/dl. Customer was given a shot of glucose. Controls were not used on the system. The device was replaced.